Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria.  There have been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) procedure, foreign material was present on the back of the iol. The material was removed during the procedure without patient harm. The iol remains implanted. Additional information received that the surgeon considers that this symptom was caused by multiple causes (coating materials of cartridge, oldness of injector, thickness of iol).

Manufacturer narrative:
Iol pr(B)(4); hp pr(B)(4) - three-used company cartridges were returned. The cartridges were indicated to be for two files from the same facility related to lot. As the product could not be separated due to no identification, the results will be placed in both files. Pr(B)(4). The three used company cartridges were microscopically evaluated. All three returned used cartridges exhibited inadequate viscoelastic. Tip stress was observed. No foreign material was observed. The three used company cartridges were cleaned for further evaluation. The three cartridges met specs for the presence of topcoat. All three cartridge tips exhibited internal damage with disruption in the coating. A qualified lens model/diopter and handpiece were indicated. A non-company viscoelastic was used. The root cause for the reported complaint could not be determined. Based on the review of the returned used company cartridges, the reported foreign material may have been internal coating material from the damaged company cartridge tip. All three returned used company cartridges appeared to have inadequate viscoelastic. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non- company viscoelastic was indicated. The IFU instructs that the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).